Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter zip/post code: (B)(6) block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. It was also noted that the handle of the device had no connection with the clip assembly as further analysis noted that the yoke was observed detached from the control wire; however, it was in good condition. Microscope examination was performed at the most distal section of the device, and it was noted that the clip wings were inside of the capsule windows, indicating that the first activation had been performed. Dimensional analysis was also performed on the outside diameter of the bushing to further analyze the deployment issue, and it was confirmed to be within specification. A dimensional examination was performed between the hooks of the bushing, and side a was observed to be out of specification while side b was found to be within specification, confirming the deployment failure. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.